Event description:
During a remote follow-up, a loss of capture (loc) was observed on the right ventricular (rv) lead. No intervention has been performed. The patient is stable with no consequences and not pacer-dependent.

Event description:
Additional information was received that the device was reprogrammed as an interim resolution for the loss of capture.